Event description:
Revision for displaced poly (ulna found to be loose at time of surgery).

Manufacturer narrative:
This pt was first implanted in 2002, and revised two months later, for removing of the ulnar cap (following the loosening of the screw). This event was reported the following month, without the cap, the ligament tension contributed to the displacement of the poly component and then caused the loosening of the ulna component.